Event description:
The hcp reported that since 2006, the patient has experienced "long-term problems with drug delivery; has had new pump and catheter x 2-3. "Ashworth 2/5 bilateral knee flexors, plantar flexors and hip abductors and bilateral elbow flexors. Study noted no delivery - began decreasing dose; many missed appointments. No withdrawal symptoms. Did have withdrawal symptoms when pump stopped in 2005." Hcp plans explant.